Event description:
Reporter's spouse had a neurostimulator interstim, manufactured by medtronic, test implant. The lead wires became detached and they suffered intense pain from groin area to sternum region. Reporter informed the medtronic rep and the urologist 4 days later that the pain was so intense pt could barely move and was sleeping sitting upright in a chair at night. Pt also experienced nausea and extreme fatigue. They were told by the urologist's office that they should continue with the wires implanted until next dr's appointment 3 days later. The medtronic rep and the urologist's office said the wires had become dislodged and that was a common occurrence. The wires were removed and it was decided by the urologist that pt would be scheduled for a permanent implant. Pt continued to suffer severe pain after the wires were removed. On event date while driving to work, pt apparently had symptoms of heart problems. They drove self to heart center and collapsed of a massive heart attack in the parking lot. Two cardiac physicians were on staff and were unable to revive them after 40 minutes. After reading the autopsy report, family physician said pt appeared to have died of electrical failure.